Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to a post-operative infection. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2010.